Manufacturer narrative:
A review of the device history record (DHR) traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. The sample was received wrapped in the tyvek without further protection. The sample was investigated with the aid of a photo microscope. It showed clear signs of surgery residues and one bar of the basket was missing. No movement was possible prior to cleaning. After cleaning the residues disappeared. The device were able to open and close multiple times. The alignment was according to specification. The malfunction was not confirmed. The product met specifications. The product was found to be within specifications. No actions are required, because there was no indication of a malfunction. This complaint has been reviewed and future data will be monitored for evidence of adverse trending and further action will be taken, as appropriate. At a minimum, this will include completing reviews of complaint class report levels on a monthly basis. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
An ophthalmic surgeon reported that an ophthalmic forceps did not open at the end of very first grab. Trocars are consistently tight. Additional information has been requested. Additional information received confirmed that there is no problem with the trocars only that the forceps do not close properly.